Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn on his chest from a defibrillation he received from emt's while being transported to the hospital prior to being fitted for the lifevest. The patient reported the irritation under the front te pad is raw, open, wet, painful and sticking to the therapy pad. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the lifevest until his skin healed. Outcome of the irritation is unknown.